Event description:
It was reported that adhesion issue occurred. The wearable was inserted into the skin. On 11/18/2025, it was reported that the patient was admitted to the hospital on (B)(6) 2025 until the time of the call due to hypoglycemia. Patient was not able to monitor his reading due to the sensor that fell off. There was no information provided how long the patient was without an active sensor session and if the patient was alerted due to the sensor falling off. He woke up feeling weak, groggy and had an episode of urinary continence. His daughter called ambulance, they took a bg reading which was 40 mg/dl. The patient was treated with im glucagon and po glucose. After the treatment the bg increased to 153 mg/dl and jumped up to 273 mg/dl. The patient was treated with insulin lantus 12 units and medium sliding scale. Patient was still at the hospital during the report (more than 24 hours). Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. No other details were documented. No product or data was provided for investigation. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia. H6: health effect - clinical code - incontinence.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an unspecified malfunction occurred. The wearable was inserted into the skin. On 11/18/2025, it was reported that the patient was admitted to the hospital on (B)(6) 2025 until the time of the call due to hypoglycemia. Patient was not able to monitor his reading due to the sensor that fell off. There was no information provided how long the patient was without an active sensor session and if the patient was alerted due to the sensor falling off. He woke up feeling weak, groggy and had an episode of urinary continence. His daughter called ambulance, they took a bg reading which was 40 mg/dl. The patient was treated with im glucagon and po glucose. After the treatment the bg increased to 153 mg/dl and jumped up to 273 mg/dl. The patient was treated with insulin lantus 12 units and medium sliding scale. Patient was still at the hospital during the report (more than 24 hours). Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an unspecified malfunction occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that the patient was admitted to the hospital on (B)(6) 2025 until the time of the call due to hypoglycemia. Patient was not able to monitor his reading due to the sensor that fell off. There was no information provided how long the patient was without an active sensor session and if the patient was alerted due to the sensor falling off. He woke up feeling weak, groggy and had an episode of urinary continence. His daughter called ambulance, they took a bg reading which was 40 mg/dl. The patient was treated with im glucagon and po glucose. After the treatment the bg increased to 153 mg/dl and jumped up to 273 mg/dl. The patient was treated with insulin lantus 12 units and medium sliding scale. Patient was still at the hospital during the report (more than 24 hours). Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 investigation findings - correction. H6 investigation conclusion - correction.